Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt electrodes) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to a broken pulse wire in the distribution node (dn) and a broken black trunk cable in the dn to rear therapy electrode. The root cause for the broken wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check belt messages.